Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip syringe barrel was cracked and caused leakage during use. This occurred on 5 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "she stated the customer was experiencing issues of of the syringes cracking and seeping."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe barrel was cracked and caused leakage during use. This occurred on 5 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "she stated the customer was experiencing issues of the syringes cracking and seeping."